Event description:
It was reported that the pump indicated a data log corruption. There was no reported adverse impact to the customer. Customer contacted support, received complete pump reset information, chose to reset pump, and history logs were restored after reset, so no further assistance was required.